Manufacturer narrative:
Date sent to the FDA: 03/02/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Corrected information: manufacturing site name.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an inguinal hernia repair surgery on (B)(6) 2012 and mesh was implanted. Additional information was provided that the patient underwent ¿an attempted laparoscopic repair of the right inguinal hernia¿ on (B)(6) 2015 where the surgeon noted ¿mesh connected to the peritoneum that was extremely difficult to mobilize as everything was very thick and scarred.¿ the surgeon converted to an open procedure to complete the surgery where he ¿ran into just tremendous scar tissue¿ but was able to dissect ¿some of the mesh free.¿ no additional information is provided.